Manufacturer narrative:
DHR review was completed. Part no.: 04.027.053s, lot no.: l590076, manufacturing location: (B)(4), release to warehouse date: 02.oct.2017, expiry date: 01.sep.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This pfna blade was released in faultless condition. As received condition: the pfna blade shows several signs of strong contact with the nail which are result of misalignment during insertion. The tip of the blade is badly damaged as result of crushing the nail while insertion. We have to assume that the blade was not properly aligned with the nail during insertion. During functional test, the blade could be inserted into the nail as intended. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. The device was removed from the patient intraoperatively. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for femoral trochanteric fracture on (B)(6) 2018. During a surgery on (B)(6) 2018 for a femoral trochanteric fracture, when the surgeon inserted a guide-pin, they felt something abnormal. After inserting the guide-pin, the surgeon used a reamer, however, it interfered with the nail. After that, the surgeon inserted the blade, then it was found that the blade had not gone through the nail¿s hole. All constructs and any instruments were removed and replaced, which resulted in a 40-minute delay. There was no adverse consequence to the patient. The surgeon¿s comments: the fracture area was observed to be wide. The aiming-arm may have shifted downward and the blade would not go through the nail¿s hole. Concomitant device: 1x 472.100s / lot l613513 (pfna-ii 9 xs 125 l170 tan). This complaint involves two (2) devices. This report is for a blade. (B)(4).

Manufacturer narrative:
Date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devices were used in surgery for femoral trochanteric fracture on (B)(6), 2018. During a surgery on (B)(6), 2018 for a femoral trochanteric fracture, when the surgeon inserted a guide-pin, they felt something abnormal. After inserting the guide-pin, the surgeon used a reamer, however, it interfered with the nail. After that, the surgeon inserted the blade, then it was found that the blade had not gone through the nail¿s hole. All constructs and any instruments were removed and replaced, which resulted in a 40-minute delay. There was no adverse consequence to the patient. The surgeon¿s comments: the fracture area was observed to be wide. The aiming-arm may have shifted downward and the blade would not go through the nail¿s hole. This report is for a blade. This is report 1 of 2 for (B)(4).